Event description:
It was reported the device was used during a radical prostatectomy procedure. It was reported the mcl20 clips were scissoring. Another mcl20 was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, yes; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 11. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident that "the clips were scissoring" during surgery. The applier was received in good physical condition, with excessive dried body fluids in the cartridge assembly. The applier was examined and was found to be functional. The applier was cycled, fed, and formed the remaining 11 clips within design specification and without incident and with no indication of scissoring clips during laboratory testing. It was concluded that the applier was conforming to design specifications. Each instrument is evaluated during the assembly process to ensure that it functions properly.